Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded multiple alerts for noise which was oversensed into tachycardia therapy zone. Additionally, there were multiple untreated episodes. A boston scientific technical services consultant recommended in-clinic assessment to evaluate system sensing, review other vector options and evaluate system placement during isometrics/maneuvers to see if any vectors can illicit the observed shift in baseline. Two years after the initial clinical observations the patient presented to the emergency room due to a shock. The patient had been rubbing the sternal area hours prior to shock delivery and was bending over to collect a catheter bag when the shock was delivered. X-ray was performed; however, the results were not reported. The device remains in service and no adverse patient effects were reported. It was reported that this patient subsequently presented for additional system evaluation after the inappropriate shock was delivered. It was noted that the patient had undergone a sternotomy at some point after implant of this sicd. Review of post operative x-rays and recent x-rays showed the device to be located in a different position with the header sitting in the inferior margin of the device pocket suggesting the sutures were broken. Manipulation of the device reproduced the noise that was observed during the inappropriate shock. Data review identified multiple smartpass events and presenting subcutaneous electrogram (s-egm) collected via remote monitoring data showed evidence of morphology changes. Sensing was reprogrammed to alternate vector due to solid amplitude measurements. However, smartpass was disabled the next day and the secg for that event looked markedly different from the most recent presenting secg. A boston scientific technical services consultant stated that the available data does not suggest compromised electrode integrity, rather device movement contributed to the inappropriate shock. The consultant discussed programming and/or device revision for this patient. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded multiple alerts for noise which was oversensed into tachycardia therapy zone. Additionally, there were multiple untreated episodes. A boston scientific technical services consultant recommended in-clinic assessment to evaluate system sensing, review other vector options and evaluate system placement during isometrics/maneuvers to see if any vectors can illicit the observed shift in baseline. Two years after the initial clinical observations the patient presented to the emergency room due to a shock. The patient had been rubbing the sternal area hours prior to shock delivery and was bending over to collect a catheter bag when the shock was delivered. X-ray was performed; however, the results were not reported. The device remains in service and no adverse patient effects were reported.